Manufacturer narrative:
12/2/1998- supplement #1 sent to FDA. Corrected data entered on d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The product was used during a procedure on the lung. Reportedly, fourteen days post operatively, insufficiencies were noticed at the bronchus stump. The surgeon corrected the condition by using fibrin gluten. The hosp has reported the pt's condition is satisfactory.